Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date in september 2014. This report involves an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The following month, the patient was treated with vancomycin and gentamycin intraperitoneally (1g every other day) for the peritonitis. Treatment with vancomycin was discontinued after three weeks and the patient was hospitalized for the event with severe abdominal pain and cloudy effluent. During hospitalization, the patient was treated with intravenous antibiotics (details unknown). Peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis. Eight days later, the patient was discharged from the hospital. The patient had not yet recovered from the peritonitis. No additional information is available. This is report 1 of 3 involved in this event.